Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through full pump reset, confirmed error did not reappear, and customer successfully started new sensor session.